Event description:
It was reported that the patient experienced a hypoglycemic event resulting in loss of consciousness during a supply change, after which the patient was found by emergency medical services and treated at home without hospital transport. Symptoms included loss of consciousness and diaphoresis upon recovery. Outcomes included required medical intervention by emergency medical services, after which blood glucose was restored to range. The patient was unable to recall specific details of the event, including blood glucose values or preceding factors. Investigation included communication with the patient and review of the information provided. Investigation of this case revealed insufficient information to identify a specific medical device problem or component failure. It was concluded that the cause of the event was not established. If additional information becomes available, a supplemental MDR will be submitted.